Manufacturer narrative:
1218996-2019-00035 addendum - this MDR is being amended to clarify the details of the investigation. User facility contacted magellan's product support team to report the instrument was making a "clicking" sound from the back. User unplugged and plugged instrument into a different outlet but the clicking continued. User then noticed the back of the analyzer, and the dc part of the ac adaptor were heating up. After touching the instrument it felt "very warm and hot to the touch." User then decided to unplug the instrument. During troubleshooting with user, product support (ps) verified there was no batteries installed in the unit. Ps also asked if the user had any redness, she did not. She stated she was fine and not in any pain. Ps advised the user to quarantine the instrument and adaptor. The instrument, wlc05405, and ac adaptor were returned to magellan. During investigative testing by magellan, ps was able to turn on the instrument with the returned ac adaptor, an in-house ac adaptor, and batteries. The analyzer's main pcb board was not electronically damaged. The customer's complaint of the return ac adaptor's dc part heating up was verified during in-house testing. Further tests were performed on the returned ac adaptor. The dc end of the ac adaptor was cut into two halves to identify the short. Testing couldn't physically identify the location of shortage, however, the wire separation caused the adaptor to not heat up when plugged into a power supply. No patient impact or harm was reported. (B)(4).

Event description:
1218996-2019-00035 addendum: user facility contacted magellan's product support team to report the instrument was making a "clicking" sound from the back. User unplugged and plugged instrument into a different outlet but the clicking continued. User then noticed the back of the analyzer, and the dc part of the ac adaptor were heating up.